Event description:
The customer reported that prior to use on a pt the unit generated few "autofill failure" alarms. The pump was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The code 57 (autofill failure) and autofill code 13 (insufficient vacuum, vacuum leak) were found in the error log. The company rep performed all leak tests and checked the transducer calibration. The unit met factory specs and was returned to the customer. (B)(4).